Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 10/13/2017. Retain product was tested and performing to specification. Return product was not available. Investigation: a review of the device history record confirmed the cartridge lot met finished goods release criteria. Retain test event au337 met the acceptance criteria found in q04.01.003 rev. Ab, appendix 1 - product complaint level 2 and level 3 investigation procedure. While retain test event av548 met the acceptance criteria for points outside of ea, the acceptance criteria for rate of suppressed results was not met. This test event was performed for the investigation of an unrelated incident, 723158. Based on all information available for chem8+ lot h17051a, a deficiency has not been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.  No repeats on the I-stat or laboratory on the same sample.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant potassium results on a (B)(6) male patient deep vein thrombosis (dvt) and pulmonary embolism (pe) risk factors, being tested for back pain. There was no additional patient information available at the time of this report. Return product is not available for investigation. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).